Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Additionally, it was reported that no pre-dilatation was performed prior to the attempt to cross. It should be noted that the promus instructions for use (IFU) instructs the user to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. It is possible that direct stenting contributed to the failure to cross, however, this cannot be confirmed. Factors which may contribute to resistance during retraction include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. Return of the promus stent delivery system (sds) may have assisted the in determining a conclusive cause for the reported resistance during removal. There was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. It is possible that the stent caught on the lesion or tip of the guiding catheter during retraction, causing the resistance noted, however, a conclusive cause cannot be determined. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this case, the failure to cross is most likely related to operational context; however, a definitive cause of the difficulty to remove the sds cannot be determined.

Event description:
It was reported that during a direct stenting procedure, the 3.0 x 18 rx promus stent was unable to cross. During removal of the stent delivery system slight resistance was felt. There was no adverse patient effect reported. No additional information was provided.